Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6), 2020, mentor became aware that the correct date of implant explantation was (B)(6), 2020 and that the devices were intact during removal. Mentor also became aware that the replacement devices were the following: (right) 650cc mentor memorygel breast implant catalog: 3506501bc lot: 7755946 sn: (B)(6) and (left) 650cc mentor memorygel breast implant catalog: 3506501bc lot: 7487335 sn: (B)(6). Mentor also became aware that the suspect device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: (left) 500cc mentor memorygel breast implant catalog: 3505001bc lot:7397049 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 500cc mentor memorygel breast implants, suffered right breast implant rupture, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2020.